Event description:
It was reported that the patient was implanted on (B)(6) 2021 and had post operative complications of left middle cerebral artery/anterior cerebral artery infraction, which caused severe left cervical stenosis and midline shift that progressed with uncal herniation. This was treated with mannitol and hemicraniectomy. The patient was diagnosed with (B)(6) bacteremia and pneumonia. A controller fault alarm occurred over the weekend on the patient's right ventricular assist device controller. The controller was planned to be changed out. The log files showed controller internal faults associated with a backup battery fault. The first event occurred on (B)(6) 2022 at 9:28:51. The alarms resolved with the controller exchange. The controller appeared to have water damage due to likely exposure to urine in the specialty bed when the condom catheter in place came dislodged. The water damage was thought to be the cause of the backup battery fault. Related manufacturer reference report # 2916596-2022-01163.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a controller fault alarm associated with a backup battery alarm was confirmed via analysis of the submitted log file. The heartmate 3 system controller was not returned; however, a log file was submitted for analysis. The submitted log file (labeled b2140922) and periodic log file contained partially overlapping data spanning approximately 11 days (03feb2022 ¿ 14feb2022 per the timestamp). The log file captured an atypical backup battery fault along with an atypical controller internal fault active from 13feb2022 at 09:28:51 to 14deb2022 at 08:28:50 due to a backup battery test circuit fault. The alarm activated due to the unloaded backup battery voltage being measured above the acceptable voltage. It was unable to be seen when or how the alarm occurred due to the periodic log file not capturing every data event. The periodic log file captured events every hour. Multiple attempts were made to obtain additional information about the reported event such as if if the product will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: hsc-107203) was manufactured in accordance with manufacturing and qa specifications. Hsc-107203 was shipped to the customer on 28oct2021. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, backup battery use count increase conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (doc #(B)(6), rev. C) section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Section 2 "system operations" explains how to replace the system controller backup battery. This section also states that the backup battery has a limited lifespan of 36 months from the manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Additionally, this section states that depending upon an outpatient's clinic schedule, replace of the backup battery should be considered when less than 6 months remain before the mandatory replacement date. Section 4 ¿system monitor¿ informs the user of how to view the backup battery information on the system monitor information, including the number of months left until the backup battery will need to be replaced, and section e "safety checklists¿ informs the hospital staff to use the system monitor to check the expiration date and battery usage of the backup battery. Heartmate 3 instructions for use (rev. C) section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of a controller fault alarm associated with a backup battery alarm was confirmed via analysis of the submitted log file. The heartmate 3 system controller was not returned; however, a log file was submitted for analysis. The submitted log file (labeled b2140922) and periodic log file contained partially overlapping data spanning approximately 11 days ((B)(6) 2022 per the timestamp). The log file captured an atypical backup battery fault along with an atypical controller internal fault active from (B)(6) 2022 at 09:28:51 to (B)(6) 2022 at 09:24:04 due to a backup battery test circuit fault. The alarm activated due to the unloaded backup battery voltage being measured above the acceptable voltage. It was unable to be seen when or how the alarm occurred due to the periodic log file not capturing every data event. The periodic log file captured events every hour. Pump speed was not affected by the alarm. Multiple attempts were made to obtain additional information about the reported event such as if the product will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, backup battery use count increase conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Section 2 "system operations" explains how to replace the system controller backup battery. This section also states that the backup battery has a limited lifespan of 36 months from the manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Additionally, this section states that depending upon an outpatient's clinic schedule, replace of the backup battery should be considered when less than 6 months remain before the mandatory replacement date. Section 4 ¿system monitor¿ informs the user of how to view the backup battery information on the system monitor information, including the number of months left until the backup battery will need to be replaced, and section e "safety checklists¿ informs the hospital staff to use the system monitor to check the expiration date and battery usage of the backup battery. Heartmate 3 instructions for use (rev. C) section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.